Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented into clinic for follow up, the device was found to be in back up vvi mode. The device code download was performed successfully and remains implanted.